Manufacturer narrative:
The subject device was returned to olympus for evaluation. The customer¿s reported issue could not be confirmed/duplicated. However, the device displayed error code e117. The e117 is linked to a main board and memory board failure. Previous repair history for the device indicates the device was last serviced via repair on march 2022 for connector issues. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that the customer visera 4k ultra high-definition camera control unit reportedly is displaying an e116 error code. The error code was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the event (b5) and to provide the legal manufacturer¿s investigation results. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. It was confirmed from the instruction manual that error code e116 and e117 indicates ¿abnormal error of the product¿ and that the product is malfunctioning. The reported e117 error code was confirmed during review by the repair department to be due to a defective memory board, however, the e116 error code was not confirmed. The cause of the reported defective memory board is unknown.

Event description:
The biomedical department at the user facility further reported that the reported e116 error code was found during an unspecified therapeutic procedure. The intended procedure was completed with other equipment. There was no delay of the procedure.